Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Additionally, it was reported that the pump was intermittently not annunciating audible tones for alerts. Customer¿s blood glucose level was in the high 300's mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.